Event description:
It was reported that during the xience v stent implantation in the obtuse marginal coronary artery, the stent became dislodged from the balloon while advancing the stent delivery system in the heavily calcified left main artery. Unsuccessful attempts were made to retrieve the undeployed stent. The xience v was then embedded into the vessel wall of the left main artery with an unspecified balloon. A second xience v stent was then successfully deployed in the target lesion in the obtuse marginal artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. In this case, there was no report of any damage observed to the xience v stent delivery system (sds) or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. The lesion was described as heavily calcified, thus, it is possible that the sds interacted with the lesion during advancement and/or retraction of the device, such that the stent became disrupted on the balloon and eventually dislodged into the vessel, although this cannot be confirmed. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. Overall, based on the information provided and without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined.